Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred intermittently after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose ranged from 234-235 mg/dl.